Event description:
It was reported that a patient underwent cbt at levels l3-l5 on (B)(6) 2012, for unspecified reasons. On unknown period post-op, the patient developed adjacent segmental disorder. L2-l3 plf was performed as a revision on (B)(6) 2015. During the revision, surgeon removed screws on l4-l5 and placed new screws on l2 to connect existing l3 screws. He then decided to re-use driver which was placed at the initial surgery. When he tried to tighten a set screw of the crosslink with a set of removal driver and t-handle, the tip of the driver broke and lodged into the set screw. Surgeon could not remove the tip so he decided to leave it in the patient to complete his procedure. Surgeon commented the event was probably due to metal fatigue. He is concerned if the tip may cause any problem to the patient as well as MRI scanning. The patient achieved bone fusion on l3-l5 at the time of the revision. It was reported that it is unknown whether any problems occurred before the revision since the initial surgery was performed on another facility.

Manufacturer narrative:
Additional information: product analysis :visually confirmed approximately ~3mm of instrument tip has been broken off, consistent with interface during usage. Inspection of the shaft diameter and material hardness confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload. The above findings are consistent with torsional overload.

Manufacturer narrative:
(B)(6). (B)(4). Device is returned to manufacturer for evaluation but evaluation results pending.